Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported failure was confirmed and reproduced. The unit fuses were replaced.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the technical support engineer (tse) and reported that the integrated electrosurgical unit erbe (erbe) generator was not working, with no touchscreen indications (blank screen). Prior to calling the customer checked all connections and power cycled the generator. The customer connected a valley lab generator and completed the procedure with no further issues. The tse reviewed a single 25913 error (m-32) in the system logs. The procedure was completed as planned with no reported injury.